Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform functional testing due to motor error alarm. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motion sensor test failure alarm. The customer's blood glucose level was 117 mg/dl. Standard troubleshooting was performed. The customer's insulin pump was unable to complete the rewind sequence. The product has been returned. Nothing further was reported.